Event description:
Country of complaint: (B)(6). Complaint states: three products was used for fixing the cranial bone. When the surgeon clamped the third product, the disk came off.

Manufacturer narrative:
Mfg site eval: eval is ongoing.